Event description:
The facility reported an infusion pump with a failure code 803:07 condition during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 26 2007. Evaluation summary:the device was returned for service. During service, the baxter technician reported dirty prisms and a corroded pump head module (phm). Failure code 803:07 on power up and in the event history confirms the observed conditions. The phm was replaced and the baxter technician tested the device.